Event description:
New information notes the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited backup operation. A device replacement would be scheduled.